Manufacturer narrative:
Additional information provided in sections h.6., and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There has been no product returned for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Specific product identifiers (serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during the phacoemulsification phase of cataract surgery, the physician was unable to perform sculpt with the ophthalmic system. The handpiece and cassette were switched and that did not work. The system message of loose tip was displayed. The procedure was completed on the same day after switching the console. No patient impact was reported.